Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva 200 laser fiber was used in a ureteroscopy procedure in the kidney performed on (B)(6) 2019. According to the complainant, during the procedure, the laser fiber broke near the distal tip while inserting into the ureteroscope. Reportedly, no fiber fragments fell inside the patient. The procedure was completed with another flexiva 200 laser fiber. There was no serious injury nor adverse patient effects as a result of this event.

Manufacturer narrative:
Problem code 1069 captures the reportable event of fiber broken. One flexiva 200 laser fiber was returned broken. The piece measured approximately 310.2 cm from the top of the connector to the break. The remainder o the fiber, including the distal tip was not returned. The condtion of the returned device confirms that the fiber was broken. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A DHR (device history record) review was performed and the device met all manufacturing specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation on august 22, 2019 that a flexiva 200 laser fiber was used in a ureteroscopy procedure in the kidney performed on (B)(6) 2019. According to the complainant, during the procedure, the laser fiber broke near the distal tip while inserting into the ureteroscope. Reportedly, no fiber fragments fell inside the patient. The procedure was completed with another flexiva 200 laser fiber. There was no serious injury nor adverse patient effects as a result of this event.